Event description:
An a2009 upper cam rod was found broken. The broken upper cam rod was found during setup at the end of (B)(6) 2014. The surgeon likes to set up prior to the surgery to ensure that the unit is functioning properly. The unit was not in contact with the patient when the problem was found and the patient did not incur an injury as a result of this issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.